Event description:
The report received from the registry indicates that the patient experienced a target vessel related, non-q wave myocardial infarction after the index procedure. Peak ck was 3 times above upper normal levels (unl), peak ck-mb was 3 times above unl and troponin was >5 times above unl. There was no evidence of thrombus and revascularization was not required or performed. The event was reported as unrelated to all cordis devices and the index procedure.

Manufacturer narrative:
This patient was randomized to the registry for two vessel disease. A staged procedure was not planned. The indication for the index procedure was lateral acute myocardial infarction <6th pre procedure. Highest killip class from hospital admission pci was I. The target lesion was the proximal circumflex. The lesion was a bifurcating and restenotic lesion from a driver bare metal stent. Lesion classification was type b2. Reference vessel diameter was 3.5 mm. Lesion length was 12 mm. Pre-procedure diameter stenosis was 95% and post procedure was zero percent. Timi pre and post procedure was ii and iii. Predilatation was performed using a 2.5 x 20mm balloon at 20 atms. A stent was deployed at 20 atms with suboptimal results. Final kissing balloon technique was used. Due to the bifurcation and under expansion of the stent, post dilatation was performed using a 2.5x20mm balloon at 20 atms. Ivus was not used. The patient was discharged on oral antidiabetics, 100 mg of aspirin, 75mg clopidogrel, statins ace-inhibitors, and beta-blockers. At one month follow-up the patient was asymptomatic and compliant with the antiplatelet regimen. Please note: device is distributed outside of the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.